Event description:
Pt received lifsite and was awaiting transplant. Pt presented with a systemic mrsa infction. After antibiotic treatment positive blood cultures were still present to the lifesite was explanted as a precautionary measure.